Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr) in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. Additional inappropriate shocks have been reported and same recommendations were advised. This s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. Additional inappropriate shocks have been reported and same recommendations were advised. Eventually, the physician decided to replace the s-ICD system due to the previously mentioned issues. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks for atrial fibrillation with rapid ventricular response in more than one episode. Review of a previous stored episodes noted no markers were present. The reason was unable to be determined. Technical services (ts) discussed the option of having the patient get on a treadmill and saving a template. Further information was received indicating more inappropriate shocks have been delivered due to t-wave oversensing. Reportedly, the patient has showed low/poor sensing difficulties with the sensing vectors. Technical services recommended to reprogram to another vector other than primary, and to consider a replacement with a transvenous system if the sensing difficulties persists. Additional inappropriate shocks have been reported and same recommendations were advised. Eventually, the physician decided to replace the s-ICD system due to the previously mentioned issues. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No system errors or resets were recorded, and no noise consistent with sense b artifact was noted in the reviewed treated episodes. The device defibrillation and sensing functions were then tested, it operated appropriately, according to its performance specifications. The analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.